Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device, or the cause of the occurrence. Should additional facts prompt us to alter, supplement any information, or conclusions contained in the original MDR, or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the reservoir migrated, and was replaced.